Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2021, it was reported by a sales representative via e-mail that while the surgeon was using an ar-12990 scorpion, the tip of the jaw broke inside of the patient. This occurred during use in a knee procedure on (B)(6) 2021. The fragment was removed and the case was completed by using a new ar-12990.

Manufacturer narrative:
Complaint confirmed. One unpackaged ar-12990, batch 77121 knee scorpion was received for investigation. Functional and visual evaluation determined that the device was able to pass the needle as intended, although the upper jaw component had broken off of the main knee scorpion assembly. Examination of the jaw fragment under magnification revealed an uneven breakage site, with superficial surface damage across the component. The cause remains undetermined, however, it was noted that the device was manufactured in 2016. As such, a probable cause can be attributed to wear and tear damage/fatigue accumulated over repeated usage.